Event description:
The customer received low blood glucose results and did not take medication. The customer was throwing up at approximately 7am. The customer tested and received a result of 200mg/dl and took 40 units of insulin. At 8am the customer tested and the result was 103mg/dl. The customer ate boiled eggs and drank tea. Customer was shaky and irritable and had blurred vision. 911 was called and when paramedics arrived they took the customer to the hospital where a blood glucose result of 600 mg/dl was received. A lab was also performed with a result of 600mg/dl. The customer was given an insulin drip and kept in the hospital. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.